Event description:
It was reported that a common iliac lesion was identified. The anastomotic site was between a graft and the vessel. The balloon was inflated in a tight stenosis. The balloon burst and therefore was being pulled back through the introducer. It was reported that a small amount of tugging was necessary, though no unusual amount of force, and the balloon came out without the distal section. Upon injection of contrast down the introducer it was noted to be filling the distal section of the balloon. An attempt was made to snare it with a wire, but the distal section could not be grasped. At that stage the section was identified next to the sheath and the decision was made to send the patient to operating room. An endarterectomy was performed to retrieve balloon. No patient injury was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The catheter was returned with approximately half the balloon and the distal tip of the catheter removed and in a separate vial. Also received was a 6f introducer of unknown origin, with a stopcock attached. The distal end of the introducer appeared flared/distorted but was otherwise intact. The length of the introducer measured 13.3cm. The distal tip portion of the catheter had separated right at the distal marker band, with the distal portion of the balloon. The marker band was still attached to the shaft of the catheter. The overall shaft length of the catheter measured 72cm from the distal tip break to the collar of the bifurcate. There was a flattened section in the shaft of the catheter just distal of the collar and a kink approximately 17cm from the distal end of the catheter. The lenght between the band distances was approx 4.9cm. When placing the distal section of the balloon and distal tip to the shaft with the proximal end of the balloon there was approximately a 1.5cm gap between the two sections of balloon, indicating that the tip section may have been stretched. The distal tip section was 1.5cm in length. The tip length to the distal cone transition was approximately 4mm. The 2 sections of balloon appear to be circumferential breaks. The result of the investigation was confirmed for detachment of distal tip of catheter, root cause unknown. The current IFU (information for use) states the following: warning: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.